Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. The 90%, in-stent restenosed target lesion being treated was located in the left renal artery. A 4.00x12mm ion stent delivery system was advanced to the lesion and deployed. An unspecified balloon was then advanced for post-dilation and inflated multiple times. Angiography showed that the stent may have separated or been deformed in the middle of the stent, however it was not conclusive. Additional intervention was not required and the results were considered successful. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).